Event description:
Device 1 of 2. Ref MFR report # 1627487-2011-02947. The pt received her scs system on an unk date. It was reported that all of the contacts on the lead read invalid. The pt also felt overstimulation at the ipg site, after which stimulation stopped completely. The pt is without stimulation. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.